Event description:
The user facility reported that a male pt approx (B)(6) with a previous brain trauma injury was inside the bed enclosure, he put his full weight against the window zipper and it opened up. The pt fell onto the floor, and had minor bruising but there was no serious injury. After the incident the bed was taken out of use and inspected , it was discovered that an insert pin on the zipper involved was missing but the user facility wasn't sure if it was missing prior to the incident.

Manufacturer narrative:
(B)(4) - minor. (B)(4) - zipper separated,insert pin missing. The product has been requested to be returned however, no product has been received. Posey's user's manual has a warning statement: insert the zipper pins properly into the box and close the zipper. Make sure the zipper pins are properly seated. Failure to do so will prevent the zipper from closing securely, which may lead to unassisted bed exit and pt injury. (B)(4).